Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a literature citation from: fujimoto y. A case of anti-epo antibody positive aplasia pure red cell that developed after initiation of peritoneal dialysis. Abstract of the okayama meeting for dialysis therapy, 02jul2011. This is a report from (B)(4) of aplasia pure red cell and eosinophilic peritonitis in a patient subsequent to receiving dianeal-n pd-4 1.5% solution for peritoneal dialysis therapy. On an unreported day in 2008, the patient developed pregnancy-induced hypertension during her third pregnancy. The patient subsequently showed urine protein and was found to have renal impairment. On an unreported day in (B)(6) 2010, the patient was placed on capd with dianeal-n pd-4 1.5 % for chronic renal failure. In (B)(6) 2010, as rapid progression of anaemia (hemoglobin 6.1 g/dl) was observed during a regular outpatient visit, the patient was admitted for close examination and treatment. As a result of the examination, the patient was diagnosed with anti-epo antibody positive aplasia pure red cell. Moreover, a large number of eosinophils were detected in capd drainage on admission and the patient was diagnosed with eosinophilic peritonitis. Epoetin beta therapy was discontinued and red cell transfusion was started, followed by initiation of treatment with prednisolone 40 mg daily and cyclosporine 100 mg daily. After the treatment, anaemia improved with an increased reticulocyte count and the eosinophilic peritonitis resolved. At the time of this report the patient has continued on capd, the number of anti-epo antibody has decreased over time and the hemoglobin value remains at around 10 g/dl without blood transfusion or administration of esa. The physician believed that aplasia pure red cell was unrelated to pd therapy because the patient had been on peritoneal dialysis for about 2 months before the event was developed and pd therapy was ongoing. Furthermore, anti-epo antibodies were detected. The physician stated that eosinophilic peritonitis was possibly related to dianeal, because the event was developed at about 2 months after initiation of peritoneal dialysis. Its relationship to the drug cannot be ruled out.